Event description:
Information was received indicating that a smiths medical trauma fast flow disposable was not able to pass medical fluid. There was no patient injury or adverse events reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Two pictures were attached to complaint to use in the evaluation: the pictures provided per customer were revised and per visual observation. One unit was received for evaluation; the returned unit was received in decontaminated condition and inside of a plastic bag which was not the original package. The complainant returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. No defects were observed. The unit was test for occlusion by introducing colored water in the product. No occlusion were found, the water passed through the unit. The reported failure of occlusion was not confirmed. Circulating water does not flow because the three lumen tubes are installed with a 90 degree offset from the manifold. Attached the unit of the complaint product to the another unit and checked that the circulating water does not flow.? After unit evaluation the complaint was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No actions were taken since complaint was not confirmed.